Event description:
It was reported that the internal speaker cabling of an intellivue multi measurement server x2 appears broken. Therefore, the device did not produce audible sound. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
The following functional tests were performed: the biomed reported he looked inside the x2 to see if anything had been disconnected and he stated the red and blue cables on the speaker did not appear to be attached. The philips remote service engineer (rse) provided the part number and pricing for a replacement speaker assembly and transferred the biomed over to parts for a quote. The customer is taking responsibility for servicing the device. The customer has been notified to contact philips for any follow up at which point a new service order will be created, if applicable. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.